Event description:
This report was received at the conclusion of a pre-PMA prospectie 5 year clinical study. The clinical report indicates that the band was explanted and replaced due to stomach/band slippage.